Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient, however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol 3dmax on (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against 3dmax. Attorney alleges that the patient sustained personal injury due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient, however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-sep-2015) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol 3dmax on (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against 3dmax. Attorney alleges that the patient sustained personal injury due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2016 ¿ patient was diagnosed with reducible left inguinal hernia and reducible umbilical hernia thereby underwent laparoscopic repair with implant of 3dmax mesh in left inguinal hernia and underwent open repair with implant of a synthetic mesh for umbilical hernia. Per operative notes, ¿there is a hernia sac on the anterior side of the cord structures. A large 3dmax mesh was placed in the inguinal region to cover direct and indirect spaces and tacked. A synthetic mesh was placed in the umbilical region and sutured.¿ attorney alleges patient had pain and left scrotal hydrocele.